Event description:
During the surgical procedure the black plastic piece which holds the jaws together of the precise bipolar pyramid tip forceps instrument fell inside the pt. The procedure was completed laparoscopically, however, the fragmented component was not retrieved. No pt harm, adverse outcome or injury was reported. The customer indicated that they would not be returning the instrument to isi for evaluation.